Event description:
Charite patient contacted depuy spine requesting information about revision procedures. He was implanted in (B)(6) 2005 with two charite l5-s1. He never had relief of pain, but did return to work. Over time the pain increased and he had to stop working. He reports that he was told by doctors that the implants cannot be removed. He says they may have migrated back, but not significantly or been placed too far back. He has arthritis in the region, and some leg numbness. As an adverse outcome was reported an MDR is filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device. Device remains in vivo and no images were able to be provided. No conclusions can be made at this time. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.